Event description:
It was reported the pt is no longer receiving effective stimulation. An impedance check revealed invalid and high impedances. As a result, the pt plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.